Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. The helix extension length was within specification. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. Twiddler's syndrome was suspected.